Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that since implant the stimulator had been moving around in the pocket because of the smaller size. The patient had been having difficulty charging and wanted to go back to the stimulator they had prior. Due to the charging difficulties the patient had stopped charging completely 8-9 months ago and lost the recharger. The representative offered to help with recharging but the patient declined and just wanted to go back to the old stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient does not like his new ins at all. The patient said it only holds a charge for two days and expressed difficulty charging and said that in order to charge he has to lay on his back and stay completely still. The patient said that he preferred his previous system. The patient is so frustrated with the change in recharging that he is considering on having the device removed. The patient stated the new ins was placed in the previous pocket, and there is quite a bit of movement in the pocket site. The patient was advised to follow up with their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported.